Event description:
It was reported that the user changed continuous glucose monitoring targets after discussion with an endocrinologist, experienced post-meal hypoglycemia with a low of 63 mg/dl, questioned algorithm performance, and was making only one meal announcement per day, suggesting possible algorithm maladaptation. Symptoms included low glucose requiring treatment with oral glucose. Outcomes included the need for self-treatment and education on meal announcements. Investigation included log review and synchronization of device data. Investigation of this case revealed a use-related issue consistent with missed or insufficient meal announcements leading to inappropriate insulin delivery and algorithm maladaptation. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with insufficient meal announcements.